Event description:
It was reported that a pt had: "phaco emulsification cataract surgery without complication. Co has a pt with severe uveitis following and attributable to implantation of a ciba memory lens. These lenses have been voluntarily recalled by ciba, but no action has been taken by the FDA. No data is available in the peer reviewed literature to help with management of the uveitis related to implantation of these lenses. Vitrectomy to debulk inflammatory tissue."